Manufacturer narrative:
(B)(4).

Event description:
It was reported that a small hematoma with inflammation was present. There were no complications and the patient was in excellent condition at the conclusion of the procedure. The patient will continue to be monitored normally.